Event description:
Reporter indicated a vns pt had high lead impedance readings with dcdc code = 7 at an office visit. The vns was disabled, and the pt was referred for x-rays and a surgical consult. The x-rays and surgical consult have not occurred to date due to insurance problems.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.